Event description:
It was reported the patient did not charge the ipg for several months and the ipg was depleted. The ipg was explanted and replaced. The patient reported receiving effective stimulation post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.